Event description:
It was reported that the bur broke at the shaft during a procedure. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this complaint was returned for eval. It was visually confirmed that the bur head had become detached from its shaft. Records review confirmed conformance to required spec during manufacture. It was not possible to determine the root cause for the breakage.